Event description:
It was reported that balloon burst occurred. The target lesion was located in the internal arteriovenous fistula. An 8.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure. It was further reported that the 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. Additionally, the balloon burst during sixth to seventh inflation at 10 atmospheres for 40 seconds.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the internal arteriovenous fistula. An 8.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. An examination identified a balloon longitudinal tear beginning approximately 7mm distal of the proximal markerband and extending approximately 12mm distal of the proximal markerband. An examination of the markerbands identified no issues. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The target lesion was located in the internal arteriovenous fistula. An 8.00mm/2.0cm/90cm peripheral cutting balloon was advanced for dilation. However, during the procedure, it was noted that the balloon burst. The device was removed and the procedure was completed with another of the same device. No complications were reported and the patient was stable post-procedure. It was further reported that the 80-90% stenosed target lesion was located in the moderately tortuous and severely calcified internal arteriovenous fistula. Additionally, the balloon burst during sixth to seventh inflation at 10 atmospheres for 40 seconds.